Manufacturer narrative:
Additional information b5. Medtronic received additional information that bubbles began to appear after a period of cardiopulmonary bypass, and they gradually grew larger. No special changes were made to the input parameters. No air was observed in the venous line. All the pipelines were in normal condition, and the overall cardiosurgical procedure went smoothly. There were no abnormalities in the venous line when the bubbles appeared. The implements on the venous line were all used in a routine manner. Vacuum assisted venous drainage (vavd) was applied. The purge line was kept in the closed state and attached to the venous reservoir. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during use of a fusion cardiotomy venous reservoir (cvr), it was reported that the customer observed dense large bubbles in the blood within the reservoir of the oxygenator, indicating a risk of air entering the closed extracorporeal circulation system. See attached photos. The device was replaced to complete the procedure. There was no adverse patient effect associated with this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.